Event description:
MFR received a report from a dealer stating that they received a letter from an attorney regarding an alleged incident involving an invacare shower chair. The right front leg allegedly collapsed while the pt was transferring. As a result of the alleged incident, the pt received a fractured sacrum.